Event description:
During a lap gastric bypass procedure, on the second firing of the second device, there were no staples in the cartridge. There were no staples present in the staple line. The procedure was converted to open.